Event description:
Customer called to report physical damage to the insulin pump. Customer reported that there are many scratches on the display screen making it difficult to read. Customer stated that at least three times a week the tubing disconnects from the reservoir causing blood glucose levels to increase due to a lack of insulin. Customer's blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.